Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. As a result of the investigation at oekg, traces of repairs by a third party were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and similar past cases, there was the possibility that the reported phenomenon was attributed to the remaining the foreign matter in the auxiliary water channel because the reprocess of the auxiliary water channel by the user was insufficient. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. (B)(4) surmised that the reported phenomenon was caused by mishandling of the device or incorrect reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign material came out from the auxiliary water channel. There was no report of patient injury associated with the event.